Event description:
The patient had intravenous fluid (ivf) running. A medication had been hung and piggy backed into the port closest to the patient. When it was finished the nurse disconnected the medication. She was called back into the room a short time later because the mother had seen the blood backing up in the tubing to the y site and dripping out. A new set up was made for the patient. Upon examination of the old tubing it was discovered that the the male adapter piece of the medication tubing had broken off and it remained in the y port allowing the blood to flow backwards. There was no harm to the patient.